Event description:
It was reported that a versacross access solution was selected for use. During the procedure, while attempting to go transseptal, the radio frequency (rf) did not work. Hence, in order to resolve the issue, a new versacross kit was opened to be used. No patient complications were reported. The procedure was completed successfully. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.